Event description:
It was reported that the patient was implanted in 2008 and underwent explant due to an infection. The patient has gone through many antiepileptic medications since explant which were unsuccessful so the patient is considering vns re-implant. Review of device manufacturing records confirmed sterilization for both generator and lead prior to distribution. Attempts to obtain additional relevant information have been unsuccessful to date.